Event description:
It was reported that the right atrial (ra) lead had dislodged. A lead revision was attempted but was unsuccessful as there was tissue noted on the helix after the lead was pulled. The physician elected to replace the lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indi cated apparent explant damage. The analyst noted that there was tissue seen on the returned helix, it was removed with alcohol, and the helix then operates within specification. If information is provided in the future, a supplemental report will be issued.